Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was oversensing the t-wave while the patient was exercising and the patient received inappropriate therapy. It was later reported that the t-wave oversensing was observed when the patient was having premature ventricular contractions. The lead is still-in-use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was oversensing the t-wave while the patient was exercising and the patient received inappropriate therapy. The lead is still-in-use. No patient complications were reported as a result of this event.